Manufacturer narrative:
(B)(4).

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿) reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis. The article stated that endograft (eg) related complications were observed. Among other complications, eg migration occurred in four cases. Two migrations occurred in the 1 year follow-up window and one migration occurred in the 3 year and 5-year follow-up window respectively. No migrations were seen in the 7 and 10 year follow-up window. Additionally the article mentioned that ¿migration was defined as an eg movement >5 mm requiring a secondary procedure.¿ the article stated that endograft related complications were observed. Among others, four device migrations were mentioned.

Manufacturer narrative:
(B)(6). The date of the incident is unknown, therefore the date of the article was used as the estimated date of the incident. Updated describe event or problem. Updated report source: literature.

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿ published by giovanni pratesi et al in 2017), reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis at four italian centers between 1998 and 2006. The article stated that endograft (eg) related complications were observed. Among other complications, eg migration occurred in four cases. Two migrations occurred in the 1 year follow-up window and one migration occurred in the 3 year and 5-year follow-up window respectively. No migrations were seen in the 7 and 10 year follow-up window. Additionally the article mentioned that ¿migration was defined as an eg movement >5 mm requiring a secondary procedure.¿